Event description:
A home patient (hp) was treated "prophylactically" with antiobiotics after exhibiting symptoms of peritonitis. Per the hp's nurse (rn), the hp had neglected to observe aseptic technique while performing the automated peritoneal dialysis therapy using the homechoice mahchine. A "few days later", in 2003, the hp presented to the unit with mild cramping and hazy effluent. The nephrologist had a prescription ready for an aggressive antibiotic course. However, after receiving the results of the lab work the hp was treated "prophylactically" with vancomycin 2g intraperitoneal (ip) for two doses and gentamicin 80mg ip for one dose. The rn reported that the hp's symptoms dissipated and the hp was never diagnosed with peritonitis.